Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mini drawer had failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the multiple mini drawers in drawer 3 failed. The issue was troubleshot using the hardware test application, which returned errors. Cables were reconnected with no resolution. The control board was replaced. The inside of the mini drawer pockets was cleaned, and the drawer was configured using the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.